Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 09/2024).

Event description:
It was reported that during a successful stent placement treatment of the iliac artery, the stent dislodged just before the end of the procedure. It was reported that bleeding was observed at the insertion site. The current patient status is unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as a malfunction. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination, therefore a device history record review is not required. Investigation summary: the device was not returned. No specific device failure mode or malfunction was alleged. The result of the investigation is confirmed for patients effects during the procedure and post procedure completion. The definitive root cause could not be determined based upon available information. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: contraindications the lifestream balloon expandable vascular covered stent is contraindicated for use in: ¿ patients with uncorrected bleeding disorders ¿ patients who cannot receive recommended antiplatelet and/or anticoagulation therapy ¿ patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology, the diagnostic angiography and/or lesion response during pre-dilation. ¿ lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of the endovascular system ¿ lesion locations subject to external compression warnings ¿ the lifestream balloon expandable vascular covered stent is supplied sterile and is intended for single use only. Do not resterilize and/or reuse the device. Reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or injury, illness or death of the patient. ¿ stenting across a vessel side branch may impede blood flow and hinder or prevent future procedures. Precautions ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Potential adverse events potential patient/device adverse effects that may occur include, but are not limited to, the following: ¿ hemorrhage/bleeding ¿ hematoma and/or bleeding at puncture (access) site directions for use site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement treatment of the iliac artery, the stent dislodged just before the end of the procedure. It was reported that bleeding was observed at the insertion site. It was further reported that the bleeding was stopped by manual compression. There was no reported patient injury.